Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not be returned for evaluation. Therefore, root cause was not established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilators did not retain their original parameters for patient care after a sw upgrade. The original sw version prior to the upgrade was reinstalled but after doing so the units were failing the oxygen pressure tests and were not working properly. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation:(non return analysis) no failure detected. Unit functioned as it designed. Improvement on o2 valve offset calibration by considering increased pressure at low flow and improvement on pressure zero calibration by considering pblower long-term drift already implemented since v 6.1. Once sw is downgraded the aforementioned issues reappeared.root cause of failure is non-product related. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.